Event description:
It was reported that the device exhibited a plunger sensor error. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger case cracked, top case cracked in front right corner, and the keypad lifted up on the left side. Event history log review confirmed ¿check syringe plunger sensor¿ occurred. Functional testing was unable to replicate the reported issue; the device passed all testing. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.